Manufacturer narrative:
Concomitant medical products: product ID 3998, lot# v013489, implanted: (B)(6) 2007, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 3708360, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
Additional information received reported, the patient's healthcare professional was waiting on insurance authorization to re-trial the patient and then make a plan from there.

Event description:
It was reported electrode one had greater than 40,000 ohms. It was noted the other electrode were all within normal limits. It was reported the patient felt surging in both legs with walking and moving while sitting. It was noted the patient was implanted for left leg pain only. It was reported the surging went away when the patient bent their head down. It was noted adaptive stimulation was not active.